Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp tm 3.7mm mtx,13mm (tmmb13) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used for approximately 9 months years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review was completed for the subject lot number (63516191). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of the sterilization record under st3117 notes that all product sent for sterilization passed inspection. Complaint history review was performed for the reported lot number (63516191) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified with infection but did occur with the fracture and the reported event was confirmed

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided. PMA/510(k) number:k013227.

Event description:
It was reported that doctor noticed implant mobility and infection and when removing the implant the apex detached from the body.